Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user, new to the ilet and still in the learning phase, reported extreme bg fluctuations the night prior. The user experienced hyperglycemia up to 400 mg/dl with no symptoms, followed by hypoglycemia to 41 mg/dl lasting about 4 hours, with symptoms of sweating, dizziness, and heart racing. Both events were corrected with glucose and food. The ilet alerted appropriately, and no medical intervention was required. The user expressed concern about dosing and fear of lows. The agent provided education on learning phase best practices and meal announcing.